Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer did experienced the symptoms regarding high blood glucose such as nausea, vomiting, positive in ketones and pain in leg. The customer was treated for the high blood glucose with insulin pump. Customer reported they felt okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not called back to perform an high pressure test. Customer stated that the cannula was bent at the infusion set. Troubleshooting was provided for cannula bent. Customer stated that while using serter they had issue with it, something was very difficult to pulled out. The insulin pump was not returned for analysis.